Event description:
It was reported that the patient had a inflatable penile prosthesis(ipp) implanted approximately eight years ago. The device has worked fine for years but now the patient's penis has begun to curve. The ipp was replaced and during replacement the physician observed germinating in the cylinder. The internal lining had herniated.

Manufacturer narrative:
H6 device code updated additional information received that the cylinder of the ipp herniated.

Event description:
It was reported that the patient had a inflatable penile prosthesis(ipp) implanted approximately eight years ago. The device has worked fine for years but now the patient's penis has begun to curve. The ipp was replaced and during replacement the physician observed germinating in the cylinder. The internal lining had herniated.